Event description:
Fenestrated bipolar would not release from robotic arm, requiring excessive force. Robotic coordinator scrubbed in and tested arm with different movement to rule out equipment versus instrument error and it released as intended. This determined that it was not an equipment issue, but a device malfunction. This is all of the information that I have been given and no more additional details to report back to this vendor. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Working with us.